Event description:
It was reported by the affiliate during a left hemicolectomy there was difficulty when firing the device, the cdh's anvil head fell apart and there was an anastomosis laceration after the stapler was taken out of the pt. The anastomosis was redone.

Manufacturer narrative:
D6: device returned with no lot identification. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/cut; damaged anvil/anvil shroud, yes/shroud; damaged guide face, no; damaged knife, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, no and tissue present/describe, no. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good and trocar/anvil fit, good. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was confirmed that the anvil shroud was detached from the anvil. It could not be determined how or where the damage to the anvil occurred. The instrument was reloaded and fired and despite the damage to the anvil shroud, it fired and formed all the staples as designed with no difficulties noted. It could not be ascertained if the damage to the shroud may have contributed to the reported laceration of the anastomosis. Mfg and engineering have been notified of the reported incident.